Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient became combative post implant. The right atrial (ra) lead had dislodged. The ra was revised the following day and remains in use. No patient complications have been reported as a result of this event.